Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the malleable penile prosthesis due to pain. A new inflatable penile prosthesis (ipp) was implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Corrections made to b5 describe event, d1 brand name, d4 model number, d4 catalog number, and c2/d10 concomitant therapy.

Event description:
It was reported that the patient underwent surgical intervention to explant the spectra penile prosthesis due to pain. A new inflatable penile prosthesis (ipp) was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the spectra penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the cylinders identified that both cylinders had holes in the outer tubing of the proximal end that was consistent with sharp instrument damage. Both cylinders passed the bend test within product specifications. A review of the hazard analysis did find that pain is a harm associated with this device. Based on the information available, the findings indicated that the allegations were known inherent risks with the device.

Event description:
It was reported that the patient underwent surgical intervention to explant the spectra penile prosthesis due to pain. A new inflatable penile prosthesis (ipp) was implanted. There were no additional patient complications reported.